Manufacturer narrative:
(B)(4). A batch review was performed for suspect lot number; gd872937 with no defects noted. The root cause is undetermined. Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required. The root cause investigation is in progress.

Event description:
It was reported that, "pt had primary cr triathlon components where complaint was pain and rom. Revised to total stabilizer."

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a nurse from the USA of peritonitis and treatment withdrawal in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer service, the patient's nurse reported the following information. On an unreported date, the patient developed peritonitis. On (B)(6) 2010, the patient was hospitalized for the peritonitis. A peritoneal effluent culture was performed with unknown results. It was unknown if treatment was provided. On an unreported date, the patient stopped dialysis. On (B)(6) 2010, the patient died of treatment withdrawal. The patient had been recovering from the peritonitis. Per the nurse, the peritonitis was unrelated to dianeal therapy.